Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The system logs were reviewed and it was found that the system was starting and stopping very quickly. Incorrect operation was noted to be the reason for failure. The user tried to trigger radiation in m2d mode without selecting a memory gap. A generator error known anomaly was confirmed. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that it was not possible to perform x-rays. Neither x-ray type was possible. There were no errors or warnings on the pendant or mobile view station (mvs) monitor. X-rays were not possible with either the hand or the foot switch. There was no patient impact reported and a delay to surgery of less than 1 hour.

Manufacturer narrative:
Report source updated.